Event description:
On october 11, 2006, a customer (rn) reported to baxter clinical consultant, a kink in the blood tubing, during set up of the machine, according to the new directive, not to use the upper clip on the machine. It was noted a 45 degree angle of the tubing as it exited the blood pump sector. The problem was noted prior to use. There was no reported pt / user injury or medical intervention.

Manufacturer narrative:
Baxter is monitoring issues like this. An investigation still pending. If significant info is discovered a follow up report will be submitted.